Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported ¿illumination issue.¿ however, the system messages (sms) were confirmed (via event logs), and were addressed by replacing the lamp. The company representative also confirmed corrosion from the balance salt solution (bss) on the air filter and was subsequently replaced. The system was tested and found to meet product specifications. The system was manufactured on february 4, 2011. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported ¿illumination issue¿ cannot be determined conclusively. The root cause of the ¿filter exchange requirement¿ can be attributed to bss ingress on the air filter. How or why the bss became introduced to the air filter cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the illumination was not working. The filter was exchanged. The procedure was completed with the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
The filter was received for evaluation. A visual assessment of the returned sample revealed a large amount of white and brown residue, evidence of dried balanced saline solution (bss) and corrosion. The root cause of the reported illumination issue cannot be determined. The manufacturer internal reference number is (B)(4).